Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The lesion where the 2.5 x 28 mm cypher rx was implanted was a diffuse 80% stenosis in the proximal segment. The lesion was approximately 20mm long. The lesion was not pre-dilated. The cypher stent was deployed at 20 atm. The stent was not post-dilated. There was no distal disease left untreated. The patient was in good condition at the time of discharge. Plavix and aspirin (81 mg) were prescribed post-procedure. The patient was compliant with antiplatelet therapy. There were no other medications at discharge.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.